Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that her infusion set's tubing had detached. Reportedly, this issue occurred during the day and she noticed it, so there was no complication. This issue occurred with two different sets. No further information available.